Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Three pictures and one video were attached and reviewed. Picture, one shows a cassette with focus on the upper part and ay bag neck section, it is observed that the ay bag is protruding. Picture two shows a pump with a cassette attached and the message sem reservatorio bomba a fuciona (no pump reservoir not works) was displayed. Picture three shows a close-up, front view, of the top part of a cassette. The video attached shows a pump with a cassette attached paused, once the pump is initiated the alarm was activated. The complaint was confirmed. No root cause was determined due to no product being returned for analysis; however, a corrective and preventative action has been opened to address the reported issue.